Event description:
It was reported that during a pci procedure the maverick otw balloon ruptured. The physician was using the maverick balloon to pre-dilate a chronic total occlusion (cto) in the calcified left anterior descending (lad) artery. The balloon was initially inflated to 10 atm. On the second inflation the balloon burst at 12 atm. The procedure was successfully completed with a quantum maverick balloon. No patient complications were reported. The patient's condition is reported as "good."